Manufacturer narrative:
Follow-up #1: date of submission 06/10/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: there were pump reboots observed in the black box on (B)(6) 2015. The pump reboot on (B)(6) 2015 was associated with a battery change. The battery compartment was cracked with a section of the compartment missing. The pump intermittently powered on with the returned battery cap; the battery cap was unable to fully tighten to the pump and its threads were damaged. All testing was completed with a test cap. The pump was exercised for 24 hours with no reboots, loss of power or call service alarms duplicated. The pump case was removed and there was no evidence of moisture or loose components inside the pump. Unrelated to the original complaint, the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.